Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had error alarms several times and the screen display of the pump disappeared. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected off no power, low battery, weak batter, battery out limit, failed battery test alarms or unexpected restart, a12 and watchdog timeout alarm alarm noted during testing.